Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported "pca delivered a pca dose without anyone near the pump". No additional event information provided.

Manufacturer narrative:
The customer¿s report that a pca delivered unexpectedly was confirmed. The pcu event logs showed that on (B)(6) 2015 at 3:59 pm, a morphine 1mg/ml pca dose + continuous was programmed with the pca dose=1mg, continuous dose=2 mg/hr, and a lock out interval=8 minutes. Ten pca handset detached alarms occurred between 3:17 pm on (B)(6) 2015 and 6:15 am on (B)(6) 2015. Each alarm stopped the infusion and the pca was restarted. Between (B)(6) 2015 at 4:28 pm and (B)(6) 2015 at 4:19 am, twenty-three pca requests were delivered; all pca doses were delivered because of a button press on the dose request handset. Functional testing was performed; a ¿handset disconnect¿ alarm was generated when the pca handset was manipulated at the connection end. No errors or alarms occurred when it was manipulated at the button end. The pca module was inspected and in good condition; no damage or any anomalies found. Internal inspection was performed; dried fluid residue within the handle area and drive arm were present. The pca dose request handset was disassembled for inspection. Pin 3 within the connector end of the cable exhibited an intermittent connection. When pin 3 was disconnected, a ¿pca handset disconnect¿ alarm occurred. When the pin 3 wires touched the pin 2 wire connections, a non-keyed pca request occurred. The root cause for an unexpected pca dose delivery was an intermittent wire short within the pca handset connector.